Event description:
The reporter contacted lifescan on 10/16/06 and alleged that the casing on the lay user/pt's one touch ultrasoft lancing device was cracked/broken. The medical affairs specialist (mas) called and spoke with the pt on 10/18/06 and obtained further info. The pt had not been able to test her blood glucose since the lancing device casing was cracked/broken. Based on the info provided, there was no apparent misuse of the product. The pt has had the lancing device for about 2 years. During the time she was not able to test her blood glucose, she had continued to take her set amount of oral medications (glyburide - twice/day and metformin - 4 times/day). The pt further informed the mas that paramedics were called twice. In the afternoon, the pt started experiencing symptoms of "low sugar." She was lightheaded and felt like "something was wrong." She mentioned that she wanted to test her blood glucose, but could not since the lancing device was broken. A family member called the paramedics and upon their arrival, she was tested on their meter with a result of 28 mg/dl. She was given glucagon, and felt better. She was not taken to the hosp at this time. "About 3-4 days later", she felt the same symptoms and paramedics were called again. This time, the paramedic's meter result was "in the 40's." She was given glucagon again and taken to the hosp. She was admitted to the hosp for a week and a half. Post release from the hosp, her dr discontinued the metformin, but advised her to continue with the glyburide. This complaint is reported because the pt was not able to test her blood glucose due to the lancing device issue and during this time she was treated for hypoglycemia. A replacement lancing device was sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the lancing device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.